Manufacturer narrative:
The device was not received as of this date. No determinations regarding the reported issue nor those requiring escalation were established. A review of the device service history record was performed from the date of manufacture to the present date. The database showed no quality notifications were opened for the device. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement. This file was closed because the device was not received within 55 days of opening the file.

Event description:
Broken/damaged (B)(4). Plunger shaft bend-not moving the device was not received as of this date. No determinations regarding the reported issue nor those requiring escalation were established. A review of the device service history record was performed from the date of manufacture to the present date. The device was previously returned for service issues unrelated to the reported complaint or service history. The database showed no quality notifications were opened for the device. Based on the file review, a global reportability assessment was not required. The customer stated that there was no patient involvement. No escalation was required per (B)(4). This file was closed because the device was not received within 55 days of opening the file.